Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported stroke remains unknown.

Event description:
Following a typical cti right atrial flutter procedure, left sided mitral isthmus atrial flutter ablation, and a cryo pulmonary vein isolation, the patient experienced a stroke requiring a thrombectomy. Mapping was performed with the tactiflex ablation catheter. Ablation of the cavity-tricuspid isthmus was completed using the tactiflex ablation catheter with 35 watts, 40 degrees for 40 seconds per lesion. Five lesions total were applied to the cti line area. The catheters were pulled out of the sheaths and then the patient went back into tachycardia. The coronary sinus catheter was reinserted, and it was found that the patient was back in atrial flutter. Entrainment of the new atrial flutter proved to be mitral isthmus dependent. Transeptal access was obtained under intra-cardiac echo and fluorocopy guidance. A linear lesion set was applied on the mitral isthmus area consisting of 13 lesions done at 35 watts, 40 degrees for 40 seconds. The patient then went into atrial fibrillation where a medtronic cryo pvi was completed on all four pulmonary veins. There were no anomalies in any of the rf sessions and no increase to local impedance. All ablation parameters fell safely with in the recommendations of the IFU. A few hours post procedure the patient experienced left sided facial palsy and left sided extremity weakness. A CT was performed that showed evidence of the cva. The patient was transferred to (B)(6) medical center for a thrombectomy. Post thrombectomy the patients symptoms cleared, and no deficit remained. There were no alleged performance issues with any abbott devices.